Event description:
As reported, prior to an embryo transfer procedure, a "clearly visible" hair was found inside the outer package of the 'guardia access embryo transfer catheter' when the user opened the packaging. The packaging was not opened further suspecting the contamination of the catheter. The procedure was completed by using another transfer catheter. The patient did not require any additional procedure or experience any adverse effects due to this occurrence.

Manufacturer narrative:
A5: ethnicity = chinese. H3: device evaluated by mfg = device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: as reported, prior to an embryo transfer procedure, a "clearly visible" hair was found inside the outer package of the 'guardia access embryo transfer catheter' when the user opened the packaging. The packaging was not opened further suspecting the contamination of the catheter. The procedure was completed by using another transfer catheter. The patient did not require any additional procedure or experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, packaging instructions and instructions for use (IFU), as well as a visual examination of the returned device, were conducted during the investigation. The complaint device was returned in an open package with label. Transfer catheter and guide catheter returned in sealed inner pouches. Visual examination noted a piece of dark, hair-like foreign matter sealed inside of the inner guide catheter pouch. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Cook also reviewed product labeling. The IFU packaged with the device did not provide any information related to this failure mode. Based on the available information, inspection of returned device, and the results of the investigation, cook has concluded the device was manufactured out of specification due to a packaging event. Complaint awareness training has been completed for the relevant personnel. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.